Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The subject guide wire, a polymer jacket fragment and the concomitant microcatheter were returned for evaluation. The returned guide wire was deformed into an s-shape. Peeling of the polymer jacket was found approximately 65-70mm proximal to the wire tip, exposing the underneath coils. Microscopic observation found that proximal part of the exposed coils were disarranged, suggesting torsion was accumulated on the coils. The proximal end of the torn polymer jacket was located on the disarranged coils. The distal end of the torn polymer jacket was gathered distally. The returned polymer jacket fragment was approximately 4mm long. Coil pattern was seen on the fragment surface, indicating the polymer jacket was turned inside out as it was peeled off from the proximal side. The concomitant microcatheter had its distal segment deformed into an s-shape. No other defects such as kink or crush were found on the catheter shaft that could contribute to peeling of the polymer jacket of the guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and the investigation outcome, it was concluded that torsion was continuously applied and locally accumulated on the coils due to anatomical condition such as vessel tortuosity or deformation of the distal segment of the guide wire. When that accumulated torsion exceeded the product's design limit, it caused coils to be disarranged and the polymer jacket to be torn by the disarranged coils. The torn polymer jacket was assumed to be turned inside out by friction generated along wire removal and eventually peeled away. There was no indication of product deficiency. Although there were reportedly no adverse patient effects, damage of the polymer jacket was too severe to completely rule out a possibility that some fragment(s) might be left in the anatomy. Instructions for use (IFU) states that: [warnings] when torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] damage.

Event description:
It was reported that the polymer jacket of an asahi guide wire peeled off during transcatheter arterial chemoembolization (tace). It was difficult to find the feeder artery and the guide wire was advanced to cystic artery, left hepatic artery, middle hepatic artery, right gastroomental artery, and inferior phrenic artery followed by an asahi microcatheter. After finding the feeder artery, tae was performed. During the course of the procedure, sliding ability of the guide wire was felt deteriorated and eventually became unable to be manipulated. The guide wire and the concomitant microcatheter were removed together from the anatomy. When the physician wiped the wire surface with gauze, peeling of the polymer jacket was found about 10 cm proximal to the wire tip. Both devices were replaced with new devices to successfully complete the procedure. Reportedly, no particular intervention was taken against the peeled polymer jacket. The patient was without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.